Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Por was reported. The patient was redirected to follow up with their hcp no further device issue alleged / identified. No patient symptoms or complications were reported.